Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal was deployed successfully however after one -two minutes, the patient started to bleed and developed a hematoma. A second procedure was required to place a covered stent in the patient. The patient was transferred to the local hospital; the original procedure was done in an office-based laboratory (obl) where a covered stent was placed. Additional information was received on 10june2025: the procedure for the patient prior to the angio-seal deployment was leg angiogram. A 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion were mentioned. There were no issues with insertion, deployment, or withdrawal of the device were mentioned. An angiogram was taken after initial access, not prior to closing. Luminal narrowing noticed on the angiogram that upon viewing was discussed with the physician for better patient selection. The patient condition was stable. Regarding bleeding: no multiple sticks were performed to gain arterial access. Posterior wall of the artery was not punctured. Puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery.

Manufacturer narrative:
D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.